Event description:
Medtronic received information that during use of an ap40 affinity pump, tx-50 bio-probe, external drive motor and bio-console, the user was reporting that the flow quantity was not available at the start of the pump. It was found that when a de-vascularization was inserted into the patient and the pump speed was increased, there was no flow. It was unknown whether the wings of ap40 were rotating since blood was stuck. It worked normally when it was raised to max on the recirculation side where there was no resistance. Use of devices was continued and the procedure was completed. There were no adverse patient effects associated with this event. There was no problem noted at priming of the product. The customer stated there were no clamped lines. The ap40 was not used with an ap40ast. The customer stated that there were no clamped lines when the issue occurred.

Manufacturer narrative:
Device evaluation summary: the reported flow issue was not verified during service. The service technician noted that the power cable had deteriorated. The issue was resolved by replacing the power cable. The batteries were replaced as part of the preventive maintenance. Preventive maintenance was performed per specifications. Conclusion: complaint not confirmed for the reported flow issue during service. There were no patient/clinical safety issues reported. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. Trends for issues with this product are reviewed at quarterly quality meetings. Note: this unit was manufactured in 2012; batteries (pn 66072) are to be replaced every 4 years per the preventive maintenance schedule. A review of complaint and service records for august 2017 to august 2021 (>4 years) associated with this unit found no other instances of battery replacement. Batteries met their lifecycle requirements. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.